Event description:
During a remote follow-up, varied sensing and capture threshold values were observed on the right ventricular (RV) lead. Microdislodgement due to patient ambulation was alleged but not confirmed. Diagnostic imaging was performed and no abnormalities were observed. Technical services were contacted and provided temporary reprogramming recommendations. No intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.